Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a (B)(6) patient's electrode belt was producing check therapy pad messages.

Manufacturer narrative:
Follow-up report - correction (06/15/2018): the device evaluation originally reported that the failure was isolated to an open pulse wire in the trunk cable. The open pulse wire was actually in the cable connecting the distribution node (dn) and ECG "b". Device evaluation statement: below was corrected. Device evaluation statement device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a (B)(6) patient's electrode belt was producing check therapy pad messages.